Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced pain and redness at driveline site. A nodule under the skin was noted by the nurse. Culture was positive for enterobacter cloecae, klebsiella pneumoniae, streptococcus agalactiae. The patient was started on ciprofloxin. Inr was supra-therapeutic. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.